Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, the patient had cellulitis on the left foot. Patient was admitted for left foot wound and was evaluated for possible infection. Also, the patient had (B)(6). There were no additional adverse patient effects reported. No confirmation of system explant. This rv lead remains service.